Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support the customer requested reset information so they could reset pump at a later date. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.